Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the touchscreen could not be calibrated due to a defective stylus. It was also noted that the cable bay latch was broken. The left and right bullets assemblies were missing. The cable of the radiofrequency head was twisted but remained functional. The anti-slip layer was missing. The universal serial bus port on the micro processor unit was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.